Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that operation channel buckle, the segment steel braid rupture, and light guide cable crush; however, these are not related to the alleged complaint. This device is classified as import of export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occured before use. There was no report of patient harm. There is a collapsed ift last ift replacement (B)(6) 2020.